Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6) (mps) reported that: "broken inner mesh that causes an error of 0.5 mm when registering the robot" delay : 10min update: was patient in the operating room at the time of discovery? Yes. Was patient under anesthesia? Yes. Was surgical procedure completed successfully? Yes. Case type: tha.

Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Report issue: (B)(6) (mps) reported that : ""broken inner mesh that causes an error of 0.5 mm when registering the robot."" Delay : 10min. Update: was patient in the o.r. At the time of discovery? Yes. Was patient under anesthesia? Yes. Was surgical procedure completed successfully? Yes. Case type: (B)(4). Product inspection: product was not inspected as the product was not returned for evaluation. Device history review: review of the product history records indicate 50 devices were manufactured under lot 19850618 and 49 were accepted into final stock on 01-26-2019. A review of qt 19-01-0096 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19850618 shows 3 additional complaints related to the failure in this investigation. Conclusion: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event."

Event description:
(B)(6) (mps) reported that : "broken inner mesh that causes an error of 0.5 mm when registering the robot" delay: 10min. Update: was patient in the o.r. At the time of discovery? Yes. Was patient under anesthesia? Yes. Was surgical procedure completed successfully? Yes. Case type: (B)(4).